Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that during their surgery, the lead implant was not successful because the physician could not attach the lead to the heart. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was implanted but dislodged after implant and an attempt to replace the lead the following day was unsuccessful. The lead was eventually replaced three days later. Approximately a week and a half later, at a check up, the device site was warm and painful and swelling was noted. A subsequent chest wall ultrasound showed no abscess or fluid collection. The warmth and swelling had decreased. The patient was given antibiotics and discharged.